Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(6).

Event description:
Litigation alleges pain,discomfort, soreness and locking sensation in the area of his hip implants which in turn negatively affected that patient's ability to walk, move, sit and rise from a sitting, and elevated metal ions. Doi: (B)(6) 2005 - dor: none reported (right hip).